Manufacturer narrative:
(B)(4). Batch #r94w0d. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and the hand activation feature of the device was found to be non-functional. However, it did activate with a foot switch. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the mid-housing level. In addition, the moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected hand piece functionality.

Event description:
It was reported that during an unknown procedure, the max and min buttons were recognized simultaneously. The hand piece was tested and the same symptoms were repeated when connecting to another harmonic. There were no patient consequences.